Event description:
Same case as MFR report #: 2134265-2009-03163, 2134265-2009-03165, 2134265-2009-03166. It was reported that during an angioplasty treatment procedure, a procedural delay occurred to an unstable patient due to being unable to load the device on the wire. The patient had presented with unstable angina. The lesion to be treated was located in the calcified ostial right coronary artery. Following insertion of the floppy rtw guidewire beyond the lesion, an attempt was made to load the advancer on the wire, however, the device could not be loaded. A second advancer was then attempted with a second floppy rtw guidewire, however, it also could not be loaded on the wire. A third device was not available. The patient remained in the hospital in intensive care due to the unstable angina. Another procedure was performed successfully with another of the same devices 72 hours later. Patient's status was reported as 'stable'.